Event description:
The unit was sent to a covidien service center where the unit was triaged. On (B)(4) 2012, an investigation was completed, indicating the ground prong was missing from the power cord.

Manufacturer narrative:
(B)(4). One scd response was returned for investigation for the reported condition of; unit had hipot failure. Unit was received with a cracked front and rear case, cracked solenoid casing, and a noisy fan. Initial testing of the unit found that it failed the hipot test, confirming the reported condition. A visual inspection of the unit's power cord found the ground prong missing from the plug. The root cause of the missing ground prong can be attributed to rough handling. The ground prong is a safety feature that provides a circuit path to ground in the event of an internal short to the device casing. Ungrounded 3 prong cords pose a risk of electric shock to the patient and clinical staff and presents a possible fire hazard and should not be used. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cord's resistance to ensure its electrical safety. The power cord was replaced to address this failure. Further testing found the compressor failed the performance test, confirming a defect other than the reported condition. The cause of the compressor failure can be attributed to an internal failure of the component. The compressor assembly was replaced to correct the problem. The unit was then fully tested and found to function normally and within specifications. The scd response has been refurbished and will be returned to stock. The scd response was manufactured in 2001. A review of the device history record indicates all parameters and acceptance criteria were within specified limits when released. This information will be utilized for trending purposes to determine the need for corrective action.